Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence and urethral stricture. The pressure regulating balloon (prb) exhibited decrease in pressure, with no leaks identified. The prb and occlusive cuff were explanted and replaced. No further patient complications were reported.